Event description:
Essure since 2006 blood clots the size of soft balls every menstruation 7 days each month I am bed ridden with hives, cervical cancer, massive pelvic pain, hair loss and weight gain. Symptoms have become unbearable.